Event description:
It was reported that the patient is having their ipg replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: ipg, model: 6660, UDI: (B)(4), serial: (B)(4), batch: 5768398.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg was explanted and replaced due to reaching end of life.